Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with right lower extremity deep vein thrombosis had a vena cava filter successfully deployed with its tip at the level immediately below the renal veins without incident. Approximately four months post filter deployment, during scheduled retrieval, a cavogram demonstrated a tilted filter with potential caval penetration by at least two limbs of the filter. Multiple attempts to retrieve the filter using a cone retrieval device, multiple snares and a flush catheter were unsuccessful due to the inability to grasp the apex of the filter secondary to endothelial proliferation. One of the filter limbs was displaced centrally near the filter apex during a filter retrieval attempt. The decision was made to leave the filter in place. A final inferior venacavagram demonstrated no evidence of caval injury or contrast extravasation. Approximately six years post filter deployment, a CT scan of the lumbar spine demonstrated the filter penetrating the caval wall with a fistulous communication with the aorta. Approximately seven years post filter deployment, a chest x-ray demonstrated an angulated filter. Approximately seven years and two months post filter deployment, during scheduled retrieval, the filter was dissected free from the wall of the inferior vena cava using forceps and removed through the sheath. The filter was inspected and found to be missing an anchor from one of the anchoring legs. Multiple spot films of the abdomen and heart did not identify the missing hook, estimated to be approximately 3 mm in length. The completion venacavagram demonstrated no evidence of extravasation. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter, a detached filter limb foot, material deformation of the filter, perforation and retrieval difficulties. Per the provided medical records, the filter was noted to be tilted before the first retrieval attempt. Therefore, the tilted filter could have contributed to the retrieval difficulties. Additionally, the filter limb was noted to be transverse after the retrieval attempt; therefore, the difficulties most likely contributed to the orientation of the filter limb. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter tilt, filter malposition, perforation or other acute or chronic damage of the ivc wall procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and some filter limb(s) detached. Reportedly, a filter removal procedure was unsuccessful; however, the filter was removed at a later time. There was no reported attempt made to retrieve the detached filter limb(s). The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months and two weeks of post deployment, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was advanced into the distal right iliac vein and cavogram was performed. This demonstrated no evidence of thrombus within the filter or the inferior vena cava. However, the filter was noted to be markedly tilted with potential caval penetration by at least two limbs of the filter on the left. A sheath was advanced to the inferior vena cava just above the filter. Numerous attempts to retrieve the filter with a filter retrieval cone were unsuccessful due to inability to grasp the apex of the filter secondary to endothelial proliferation caused by the filter tilting. Additional attempts at dislodging the filter tip and retrieval with a combination of ensnare device and flush catheter were unsuccessful. This was followed by additional attempts at retrieval with the retrieval cone. One of the filter legs was noted to be bent and displaced centrally near the apex of the filter. Given the extended fluoroscopic time and displacement of the filter limb, decision was made to not perform any additional retrieval attempts. A final inferior cavogram was performed through the flush catheter in the right iliac vein that demonstrated no evidence of caval injury or contrast extravasation. Again, a single limb of the filter was noted to be displaced medially near the central apex of the filter. Around, five years and four months of post deployment, a computed tomography of lumbar spine was performed for severe low back pain. Birdnest filter within the inferior vena cava at the l2 axial level. One of the prongs extends lateral towards the adjacent aorta wherein it likely has resulted in tiny fistulization. Around, eleven months of post deployment, an x-ray chest was performed which showed inferior vena cava filter was identified at the inferior edge of the lateral projection, slightly angulated anteriorly. Around, one month and two weeks later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a pigtail catheter was placed in the infrarenal inferior vena cava. A cavogram was performed which demonstrated that the filter was patent and located with the apex imbedded in the right wall of the inferior vena cava. Utilizing meticulous technique and frequent modifications to the distal angle of the forceps, the apex of the filter was gently dissected free from the wall of the inferior vena cava through rigid bronchoscopy and forceps technique. The filter was securely engaged with bronchoscopy forceps. The outer sheath was advanced over the filter. The device was successfully removed. The filter was inspected and found to be missing anchor from one of the anchoring legs. The remainder of the filter was intact. Multiple spot films of the abdomen and heart did not identify the missing hook, estimated to be approximately 3 mm in length. The completion inferior vena cavogram demonstrates no evidence of extravasation and no inferior vena cava irregularity. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, retrieval difficulties, perforation of the inferior vena cava (ivc) and material deformation. Per medical records, multiple attempts were made to engage the apex of the filter using snare, flush catheter and forceps but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens - filter tilt - filter malposition - perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: g1, h6(method, result, conclusion). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and some filter limb(s) detached. Reportedly, a filter removal procedure was unsuccessful; however, the filter was removed at a later time. There was no reported attempt made to retrieve the detached filter limb(s). The current status of the patient was not provided.